Manufacturer narrative:
On 16-mar-2025, additional information was received indicating the catheter was confirmed to enter the patient's body, there was no abnormality when entering for the first time, there was no exposed condition; no malfunction, there was resistance when entering the sheath for the second time and then the problem was found. The second exchange of the catheter mean when withdrawing pentaray and sending it to thermocool smarttouch catheter. The surgery uses a single sheath tube, and when using a pentaray, the thermocool smarttouch needs to be withdrawn, so it will involve multiple injections and withdrawals of the thermocool smarttouch. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed that one wire was exposed in the tip area, no other damage or anomalies were observed on the device. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The internal components exposed issue reported by the customer was confirmed. The root cause of the failure was related to the inactive puller wire was submitted to an excessive tension, surpassing its capacity to endure tension and broke, with the manipulation of the device, the puller wire was exposed in the tip area. The instructions for use (IFU) contain the following information: the catheter tip can be deflected to facilitate positioning by using the thumb knob to vary tip curvature. Pushing the thumb knob forward causes the catheter tip to deflect; when the thumb knob is pulled back, the tip straightens; the sterile packaging and catheter should be inspected prior to use. Do not use the catheter if the packaging or catheter appears damaged; inspect the catheter carefully for electrode integrity and overall condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 31-oct-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch and the shaft of the device was found damaged with exposed wires. There was no physical damage upon opening the package. Resistance was felt during the second exchange of the catheter when pushing the protective sleeve to the tip, resistance was found and the guide wire was carefully observed to be exposed